Manufacturer narrative:
Additional information regarding the patient's weight was received. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting the device was reprogrammed on (B)(6) 2016.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient reported increased low back pain on (B)(6) 2016. The patient stated he couldn't walk. A clinical diagnosis of unsatisfactory analgesia was reported (and a device diagnosis was applicable). The event resulted in an unscheduled clinic or office visit, and the patient was reprogrammed on (B)(6) 2016. The pain then lowered to a 4-5 post reprogramming. The event resolved without sequelae. The event was possibly related to the device or therapy, not related to the implant procedure and due to programming. The final programming date and time for the most recent interrogation prior to the event occurred on (B)(6) 2016.